Manufacturer narrative:
Product analysis:the device is not expected for return, therefore no product analysis can be performed. Conclusion:without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after the sheath was removed and before closing the incision, a dissection was noted at the access route vessel. Subsequently a stent graft was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Dissections post tav implant are listed in the corevalve IFU as potential adverse effects, and are typically related to procedural and technical factors. In this case, it was reported that the removal of the first valve and dcs may have contributed to the dissection, but an assignable root cause cannot be determined at this time. The corevalve IFU also recommends against retrieving a partially implanted valve as follows, "once deployment is initiated, retrieval of the bioprosthesis from the patient (e.g., use of the catheter) is not recommended. Retrieval of a partially deployed valve using the catheter may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.